Manufacturer narrative:
Correction: should have contained complaint on guidewire failing to fit inside the lead.

Event description:
New information noted that, during surgery, the guide wire could not enter in the atrial lead or ventricular lead. This is the reason why the leads could not be repositioned and new leads had to be implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14811. It was reported that the patient presented for post implant follow-up. Chest x-ray revealed that the atrial and right ventricular lead had dislodged. The leads were explanted and replaced. Patient was stable post procedure.